Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted because of normal battery depletion. The extension was to be replaced as well during the explant of the ins, but 'considerable force' had to be used to disconnect the extension from the lead; a new extension was implanted but could not be connected to the implanted lead. Therefore, both the lead and extension were replaced. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7472-60, product type: extension; product ID: 3877, lot#: bo733459k, implanted: (B)(6) 2007, product type: lead; product ID: 37081, product type: extension. (B)(4).

Manufacturer narrative:
Product ID 7472-60,: explanted: 2012 (B)(6), product type extension, product ID 3877, lot# v046216, implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead correction: lead. Analysis results for lead model 3877, lot# v046216, showed metal induce oxidation that appeared to have caused an expansion of the insulation between the connectors which led to the difficulty of inserting the lead into the new extension. The lead was electrically okay with the continuity acceptable and no short circuits seen. There was some cosmetic environmental stress cracking seen on the outer insulation just proximal to electrode #7 and between some of the electrodes. The outer insulation was observed to be intact. Analysis results for extension model 7472-60 showed no significant anomalies. It was noted that a known good lead could be completely inserted into the extension without difficulty.